Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 2018-11-30 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-11-01. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple electrical fault alarms when the driveline disconnected from the controller. The patient got their driveline caught on a hook in their car. When the patient tried to walk away, there was a significant tug on the driveline and a partial disconnect of the driveline from the controller connector occurred. The driveline was reconnected and no further issues were noted. The controller and ventricular assist device (vad) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b5. Product event summary: the pump and the controller were not returned for evaluation. Log file analysis revealed three (3) electrical fault alarms on (B)(6) 2019 due to open phases in both stators, resulting in single stator operation. This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. One (1) vad stopped alarm was recorded on (B)(6) 2019 due to an open phase in each stator, this is likely related to the reported physical disconnection of the driveline from the controller. As a result, the reported event was confirmed. Additionally, one (1) low flow alarm was recorded on (B)(6) 2019. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to a physical disconnection of the driveline from the controller as described in the event details. Additional products: controller (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high watt alarms was triggered.